Manufacturer narrative:
At analysis it was determined that the output connector assembly, hanger assembly, upper case and lower case were all broken. It was noted that the capacitor c277 was damaged on the main printed circuit board (pcb) and there were four case screws contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.